Manufacturer narrative:
Additional information: system logs were received, however, they did not add any additional information to the case. A software investigation was also completed. This investigation was unable to determine the root cause of the reported event as information provided by the site was inconclusive. Correction: UDI information was updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the instruments were displayed in green status within the application software but would not track when introduced into the surgical field. The footswitch behavior was noted to be in continuous navigation. Functionality was restored by reverting to accuracy verification and returned to navigate. The reported issue occurred while in training. There was no patient present when this issue was identified. No additional information was provided.